Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device. It was reported the trial patient could not void at all when he woke up and then after he drank he voided on himself and woke up wet. Medical history includes the patient has a brain injury. No further complications were reported or are anticipated.